Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include branch vessel occlusion or obstruction corrected h.10 additional manufacturer narrative: from: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include stent graft: occlusion. To: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include branch vessel occlusion or obstruction.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include stent graft: occlusion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment to fix thrombi on the aortic wall using gore® tag® conformable thoracic stent grafts with active control system. In the descending aorta, a tgm282810j was deployed. In the aortic arch, a tgmr313110j was deployed. When deploying the tgmr313110j, the left common carotid artery (lcca) was unintentionally almost fully covered (partial coverage was intended). Therefore, a bare-metal stent (smart, 8 mm x 3 cm) was additionally implanted in the lcca as a chimney technique. However, it moved proximally during deployment, and it fell into the aorta. The smart was withdrawn by a snare catheter and another bare-metal stent (express, 8 mm x 37 mm) was implanted in the lcca. The patient tolerated the procedure. There was no calcification or tortuosity reported but there were thrombi in the treatment area. The exact cause of the reported event is unknown.

Manufacturer narrative:
Remove code d1001: adverse event related to patient condition.